Event description:
On (B)(6) 2009, the pt was treated with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. As reported on (B)(6) 2009, an ultrasound revealed a left hypogastric aneurysm pending rupture at 4.5cm. Reportedly on (B)(6) 2009, the physician reintervened and treated the aneurysm with a gore excluder aaa endoprostheses contralateral leg component (pxc141200/06699267), an iliac extender component (pxl161007/06459369) and a 14mm aplatzer plug used to embolize outflow of aneurysm. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.